Event description:
During preventative maintenance of the device, the user reported that the auxiliary outlet and terminal block had no hardware. Missing hardware was replaced. Since the event occurred during preventative maintenance, there was no patient involvement during this event.